Event description:
It was reported that the patient underwent an unspecified spinal fusion using rhbmp-2/acs. Approximately 15 months post-op, the patient was diagnosed with breast cancer, a rare form of her2, where the receptors for hgp {human growth protein} are out of control. The cancer was only in one breast, but both breasts were removed because the cancer was reproducing rapidly. No additional information has been provided.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.